Event description:
It was reported to boston scientific corporation in 2006 that a wallflex enteral duodenal stent was used during an enteral duodenal stent implant procedure performed the same day (a female patient; weight is unknown). According to the complainant, the physician had difficulties positioning and deploying the wallflex enteral duodenal stent. The physician was able to release the stent to complete the procedure and remove the delivery system. No portion of the catheter detached within the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device (delivery system only, the stent was implanted) revealed that the distal handle had broken from the outer sheath. The outer sheath was severely kinked distal to the break and it was also torn longitudinally. It was not possible to retract the outer sheath distally or proximally by hand. On dissection of the outer sheath, the inner lumen was withdrawn and was found to be severely kinked distal to the stainless steel handle. The root cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.